Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: thoracoscopy tumor resection. Event description: "the medical device was used in thorax surgery. The doctor comment that the problem was cause because of the force generated when he was working, therefore his final comment is that he understood that the product have a very good quality but in thorax surgeries are required trocars for rough use. The patient is very good and there was no damage or special treatment due to this event." "During the procedure, the surgeons noticed a little piece of green plastic on the top of the organs. After checking, they realized it was from the advanced fixation sleeve located intercostally, which was broken from behind the balloon. The dr. Did mentioned the issue might have been because of the force he made with the trocar against the ribs of the patient." Patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation with four green fragments. Visual inspection confirmed the complainant's experience of a fractured cannula tip. The four green fragments were identified to be part of the cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by a force applied on the tip during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible material/process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: thoracoscopy tumor resection. Event description: "the medical device was used in thorax surgery. The doctor comment that the problem was cause because of the force generated when he was working, therefore his final comment is that he understood that the product have a very good quality but in thorax surgeries are required trocars for rough use. The patient is very good and there was no damage or special treatment due to this event." "Durante el procedimiento, notaron una pieza de plastico verde sobre los organos .al revisar confirmaron que la camisa de fijacion avanzada colocada intercostalmente estaba rota por la parte detras del globo .esta comenzo a desprenderse y estaba completamente rota ( se anexa fotos ) el dr.comento que puede serla palanca que se genera en las costillas al estar siendo manipulado durante el caso." Translation: "during the procedure, the surgeons noticed a little piece of green plastic on the top of the organs. After checking, they realized it was from the advanced fixation sleeve located intercostally, which was broken from behind the balloon. The dr. Did mentioned the issue might have been because of the force he made with the trocar against the ribs of the patient." Patient status: good.